Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image quality. The issue was found during a therapeutic laparoscopic cholecystectomy, which was finished with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g4, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dent and bent on rigid tube and insufficient light due to universal cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of charged coupled device. Additionally, dent and bent on rigid tube was due to component failure of rigid tube and insufficient light due to component failure of universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.